Event description:
It was further reported that the lesion was highly calcified and that the physician had attempted removal with a snare. The date of death was two days after the procedure not one week as initially reported.

Event description:
It was reported that during a coronary stent procedure, the physician experienced inflation difficulties during deployment. While attempting to remove the delivery/stent system the shaft broke, and a portion remained in the pt. The pt went to surgery for removal. The pt died one week after the procedure and the cause of death is unknown.